Event description:
It was observed that during the device evaluation, the flex video scope exhibited the connecting tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly by leakage due to worn of scope cover packing. The event can be detected/prevented by following the instructions for use (IFU): detection methods are written in instructions for use: cf-190 series operation manual: chapter 3 preparation and inspection; prevention measures are written in instructions for use: cf-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.